Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. No frozen screen noted. Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the screen on the insulin pump was frozen. Customer stated that when she put the battery in the insulin pump was counting and numbers were scrolling without input. Customer also stated that the insulin pump is currently not responding and the buttons are also unresponsive. Customer's current blood glucose reading is 292 mg/dl. No further information reported.